Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4)

Manufacturer narrative:
The returned device was patent. The stopcock below the drip chamber was disconnected from the drip chamber. It is unknown how or when this damage occurred. The damage led to the device not meeting the requirements for the leakage test. Proteinaceous debris was noted within the device. There was adhesive noted at the connection. A review of the manufacturing records was not possible as no lot number was provided. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the 3-way stopcock connection of an exacta drainage system became dislodged from the drip chamber. According to the report, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.